Event description:
The customer contacted philips healthcare to report that the therapy knob needs replacement. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.